Event description:
It was reported by sales rep that during a rotator cuff repair on (B)(6) 2023, it was observed that the sliding mechanism of the trigger on the expressew ii flexible suture passer -ns device was malfunctioning. During in-house engineering evaluation, the device was tested on a sample rubber strip and a needle for its functionality; and as a result, the needle was not functioning as expected, due to it was very hard to deploy, resistance was noted while pulling the trigger. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The initial reporter is a j&j sales representative. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual and functional inspection of the device received. Visual inspection revealed wear marks on the device. The upper and the lower jaw were found in good condition. The device does not show structural anomalies. To test its functionality, it was tested on a sample rubber strip and a needle; as a result, the needle was not functioning as expected, due to it was very hard to deploy, resistance was noted while pulling the trigger. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual and functional inspection result, this complaint can be confirmed. The manufactured date of this device is 2010 and hence indicates this device is 13 years old . The possible root cause for the issue experienced can be attributed to an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. However, this cannot be conclusively determined. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.